Event description:
Note: this report pertains to second of seven resolution 360 clip used during the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used in an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, they attempted to deploy the clip but were unable to open it, causing the clip to fall off the catheter. A resolution 360 clip was used; however, the same problem happened, and a piece of the clip broke off and was suctioned into the button. The procedure was completed with a different model. There were no patient complications reported as a result of this event. Additional information received on april 20, 2025: it was confirmed that the anatomy was in the esophagus.

Manufacturer narrative:
Block b5 has been updated based on the additional information received on april 20, 2025. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment with anatomical location of esophagus. Block h11: the resolution 360 clip was not returned; however, photos of the complaint device were provided by the complainant. Per media analysis, the photos showed a pair of clips in a clear plastic bag. Additionally, evidence of yoke detachment was observed. No other problems with the device were noted from the photo. Based on the event description and information provided by the customer, the conclusion code for yoke and/or ball weld detachment of the device or device component was 'adverse event related to procedure. This separation could occur naturally as part of the device activation and did not represent harm to the device or risk to the patient. On the other hand, there was not enough evidence to determine whether the clip premature deployment was due to the physician's technique during the procedure or related to a device malfunction. Although the exact cause could not be confirmed, it was most likely that this failure was due to operational factors during the procedure, such as attempting to open the clip once it was already activated, the physician's technique during the deployment of the clip, the scope position/angle, or detachment of the capsule due to hitting a surface. Therefore, the most probable root cause of this complaint is cause not established.

Event description:
Note: this report pertains to second of seven resolution 360 clip used during the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used in an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, they attempted to deploy the clip but were unable to open it, causing the clip to fall off the catheter. A resolution 360 clip was used; however, the same problem happened, and a piece of the clip broke off and was suctioned into the button. The procedure was completed with a different model. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code (B)(6) captures the reportable event of clip premature deployment at an unknown anatomy location.